Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing. The analysis interrogation report indicated the patient received morphine (25.0mg/ml) and bupivacaine (12.5mg/ml). The pump was returned programmed at minimum rate.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (device registry lists the drug as bupivacaine as of 2010) in an implantable pump for non-malignant pain and failed back surgery syndrome. A motor stall was seen upon interrogation at a physician's office with no recorded recovery. There were no patient symptoms. The motor stall was stated to have occurred on (B)(6) 2016. The events leading up to the motor stall were unknown. The issue was considered ongoing. No additional actions were taken; surgical intervention was planned. The patient's status at the time of the event was stated to be alive with no injury. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, was surgical intervention scheduled or performed, and if the cause of the motor stall was determined. If additional information is received, a follow-up report will be submitted.